Event description:
Per baxter representative; the customer claims that prior to the use of the dual-head catheter extension set, with male luer lock adapter, the tubing broke off at the connection site. No patient injury reported and no medical intervention required. Additional information has been requested, but no additional details are available at this time.

Manufacturer narrative:
Sample has been requested but has not been received for evaluation. Review of complaint history reveals issues have been reported on this product line. Should sample become available, a follow up report will be filed.